Event description:
It was initially reported that the surgeon had an issue with loading and inserting. As per surgeon, issues were with the cartridge and inserter. Additional information stated that there was no issue with the lens and the inserter. The intraocular lens (iol) was stuck in the cartridge and vitrectomy was done. Account indicated that vitrectomy was done due to posterior capsule rupture. No further information was provided.

Manufacturer narrative:
Serial number: three (03) serial numbers were provided (B)(4). All of these devices are model za9003. However, it is unknown which device was involved in this reported event. Therefore, it was reported under an unknown serial number. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted; therefore, it was not explanted. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain further clarification concerning the event; however, to date, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information received has provided that the capsule tear occurred prior to patient contact with the device. Therefore, this event is no longer reportable and no further information will be provided under MFR report number 3012236936-2022-01419. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.